Event description:
It was reported that the patient¿s therapy strength was decreasing on its own on one of the leads. Impedance check revealed that the lead has high impedances. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a, UDI:05415067027153, serial: (B)(6), batch:8048635.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored.

Manufacturer narrative:
Corrected data: h6 health effect - clinical code and health effect - impact cod3.